Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected and affected channels were noticed during in situ testing. The user suffered a trauma to the site of the implant. There was no swelling or redness at the site of the implant. The drop in performance was reportedly a sudden change, the user couldn't hear with the device the day after the accident. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected and affected channels were notice during in situ testing.